Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead associated with this cardiac resynchronization therapy defibrillator (crt-d) was revised due to increasing thresholds. The lead was moved to the septum, at which point oversensing of the left ventricular (lv) signals occurred on the rv channel. Decreasing lv outputs addressed the issue. No additional adverse patient effects were reported. This device remains in service.